Event description:
The yoke on the prosthesis proximally through the lip on the tibial spacer became displaced. This was seen retrospectivally on the x-ray but not detected until patient had gross, abnormal movement.patient required removal and replacement.